Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Xu h, peng s, quan t, et al. Tandem stents thrombectomy as a rescue treatment for refractory large vessel occlusions. Journal of neu rointerventional surgery. 2021;13(1):33-38. Doi:10.1136/neurintsurg-2020-015822 medtronic literature review found a report of patient complications in association with use of a solitaire fr device. The article does not state any technical issues during use of the solitaire device. Nine patients were included in the study (3 female, 6 male), and the mean age was 65.2 years (range 29-84). The purpose of this article was to assess the safety and efficacy of a novel tandem stents thrombectomy (tst) technique as a rescue treatment for acute large vessel occlusion (lvo) that is refractory to conventional attempts. This technique consists of deployment of two stents in tandem, placing the distal portion of the second stent 5¿10mm beyond the thrombus and the tip of the first stent, and then pulling back both stents together. The tst technique was performed as a rescue treatment after unsuccessful stent thrombectomy alone (four cases) and stent thrombectomy plus aspiration (five cases). Successful recanalization (mtici 2b/3) was achieved in all patients. The following intra- or post-procedural outcomes were noted: - one patient died during their hospitalization. This patient had mtici 2b recanalization of mca occlusion with a baseline nihss score of 24 and died of cerebral hernia 2 weeks after procedure. - one patient died of heart failure and pulmonary infection. - one patient developed hemorrhage transformation after the procedure, but it was asymptomatic. - three patients had minor or moderate reversible vasospasm in the m1 segment of the middle cerebral artery (mca).